Manufacturer narrative:
E1 - address 2: (B)(6). E1 - phone: (B)(6). H3 - device evaluated by mfg? Device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the silicone discs included in the valve of a check-flo extra large introducer leaked during an unknown procedure for an unknown patient. The user noted that the valve of the lock was not tight after wire traction. It was then decided to remove the lock immediately. Following removal of the wire, the valve of the sheath began to leak. At this time, no harm to the patient has been reported.